Event description:
It was reported that the permanent cautery hook (pch) conductor wire insulation was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was inspected, and no damaged insulation or broken conductor wire found. The instrument passed the electrical continuity test. Additionally, the instrument was found to have mechanical indentations to the proximal clevis. The instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. The distal clevis was broken. The instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.241¿ x 0.334¿ in size.